Event description:
It was reported that the patient received inappropriate therapy for supraventricular tachycardia (svt) because the device discriminator failed to differentiate the svt from ventricular fibrillation (vf). The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.